Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of performance data shows that the patient's low alert was enabled and set to 60 mg/dl with the audio set to sound and the snooze set to 60 minutes. The urgent low alert is fixed at 55 mg/dl, the audio was set to sound, and the snooze was set to 30 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous brief sensor issue. At 1:04 pm on april 25, 2026, the app delivered an urgent low soon alert at partial volume (10%) with an egv of 69 mg/dl. At 1:09 pm, the patient's estimated glucose values met the low alert threshold and the app delivered a second urgent low soon alert, this time at half volume, with an egv of 60 mg/dl. At 1:14 pm, the app delivered a third urgent low soon alert, this time at full volume, with an egv of 66 mg/dl. At 1:19 pm, the patient's egvs exceeded the urgent low threshold and the app delivered an urgent low alert at partial volume (10%) with an egv of 52 mg/dl; this alert was acknowledged a minute later. The patient's next three egvs at 1:24 pm, 1:29 pm, and 1:34 pm read 53 mg/dl, 60 mg/dl, and 53 mg/dl, respectively. The patient then entered a period of brief sensor issue from 1:39 pm to 1:49 pm. When his reading returned at 1:49 pm, the app delivered an urgent low alert at partial volume (90%) with an egv of 41 mg/dl. At 1:54 pm, the app delivered another urgent low alert at partial volume (90%) with an egv of low (less than 40 mg/dl). At 1:59 pm, the app began to deliver urgent low alerts at full volume every five minutes until the alert was acknowledged at 2:21 pm. The patient's egvs eventually crossed back into target range at 2:44 pm with a reading of 62 mg/dl and continued to rise thereafter. The reported complaint is undetermined. Although data investigation did find that the patient experienced brief sensor issue as alleged, the duration of the issue did not align with what the reporter stated. Moreover, the app delivered several audible urgent low soon and urgent low alerts prior to the onset of brief sensor issue, and these alerts were acknowledged before and after the ten-minute period of brief sensor issue. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, the pediatric patient experienced a brief sensor issue. The patient experienced hypoglycemia, was sweating, trembling, dizziness, confusion. The patient was taken to the hospital. The patient received glucose treatment and continuous glucose monitoring while at the hospital. At the time of the report the patient was good. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.